Event description:
The customer reported that the cannula dislodged from the insertion site and that she had a blood glucose of 320 mg/dl. The pod was worn between 1 and 1.5 days.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.